Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and complaining that pump was riding high. The pump was explanted and replaced with tenacio. No further patient complications were reported.